Event description:
Customer reported the left monitor turned dark and would not return to normal. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the display adaptor board connector. System operates as intended. (B) (4).